Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that during an anterior cruciate ligament procedure on (B)(6)23, the milagro advance screw 8x23mm device anchor broke off. The broken parts were removed. Another like device was used to complete the procedure. There was a 30 minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observation indicates that the external geometry of the screw was damaged from the threads. The external surface was stripped. The anchor was received completely, it was not broken. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the devices received, this complaint cannot be confirmed, and a root cause cannot be determined. The possible root cause of the anchor condition could be related when the tapping was off angle or excessive force was used while tapping causing damage the external surface of the anchor. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.